Event description:
The download of a (B)(6) male patient's monitor showed multiple discharge profile fault flags and abnormal shutdown flags. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults, abnormal shutdowns) was confirmed. Upon investigation, the monitor showed a service code 110 (over voltage cleared, no energy) upon startup. The monitor was discovered to have extensive internal contamination. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid during patient use. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.